Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an endocarditis infection. It was noted that the patient presented due to complaint of congestive heart failure (chf) symptoms and increasing shortness of breath. A toxicology screen came back positive for cocaine and two other drugs. No further patient complications have been reported as a result of this event.